Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated in a technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/ deployment. In this case, the balloon rupture was likely caused by calcium in the stj. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by a field clinical specialist, a delivery system balloon rupture occurred during valve deployment. The valve was fully deployed and the balloon was up all the way when it made contact with some calcium in the stj and burst after 3 seconds. The valve was fully deployed and there was no leak by echo or angio and the patient recovered nicely from the valve deployment and pacing run, so the physicians decided to not post dilate the valve. Once removed from the body, the balloon was shown to be intact with a hole at the proximal end of the balloon that split down the side of the balloon. The device is not available to be returned for evaluation.